Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her mother's blood glucose was 507 mg/dl; the insulin pump had alarmed no delivery. The patient received the alarm during a bolus. The patient had not yet treated. Troubleshooting occurred for the no delivery alarm. Insulin would not exit the tubing during a prime attempt. The customer then removed the reservoir pushed insulin through with a plunger: insulin exited but with greater resistance than usual via plunger push. Troubleshooting could not continue since the customer was out of insulin. No products were returned or replaced.